Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover, on the safety clamp, and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and stated that while connected to the liberty select cycler in treatment the cycler turned off. Patient tried to turn it on and there was no power. Issue occurred on unknown phase/cycle of dialysis. Patient was connected during incident. Display was blank. There was no power outage / outlet issue. Power cord was securely plugged in. Power switch was in on position. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient harm or adverse event indicated. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.